Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A depleted ipg was reported to abbott. It is unknows the patient last recharged the implant. No replacement surgery has been scheduled. The device remain implanted and inaccessible for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.